Event description:
After 3 years of implantation, the device was explanted because of multiple short non-sustained event intervals; failure of the pacing hybrid was therefore suspected. The device was not on the suspect list established by angeion for the risk of noise sensing due to delaminated pacing hybrids.